Event description:
A hospital in (B)(6) reported to a distributor that the heaterwire of an rt340 adult dual heated evaqua breathing circuit was not warming up. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The complaint rt340 adult dual heated evaqua breathing circuit is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: only the inspiratory limb of the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. It was visually inspected and electrical resistance tested using a calibrated multimeter. Results: no physical damage was observed to the returned inspiratory tube. The electrical resistance of the heaterwire was higher than specification. A lot check revealed no other complaints of this nature for lot number 130617. Conclusion: high electrical resistance in heaterwires can be associated with insufficient connection of the heaterwire and the heaterwire pins during production, such that it is unable to provide continuity during the period of use. All rt340 adult breathing circuits are resistance and continuity tested during production, and those that fail are rejected. This suggests that the subject inspiratory heaterwire malfunctioned after released for distribution. Our monitoring and trending of high electrical resistance in adult breathing circuits has a rate of occurrence of (B)(4) devices per million sold worldwide in the last year to the end of november 2013.

Event description:
A hospital in (B)(6) reported to a distributor that the heaterwire of an rt340 adult dual heated evaqua breathing circuit was not warming up. This was observed before use on a patient.